Manufacturer narrative:
Device evaluation of electrode belt has been completed. The reported problem (adjust belt messages) has been confirmed. Upon investigation the electrode belt failed a falloff test. The belt had a pinched wire in the agnd and lead 2- in the ecgs "c&d" cable near the p704. The root cause for the pinched wire was excessive force. No adverse event resulted from the damaged electrode belt.

Event description:
A us distributor reported that a patient was experiencing adjust belt messages.